Event description:
Event description guidant received information that during the procedure to implant this lead into the atrium, after several attempts to reposition, the lead did not move smoothly inside the sheath. The physician removed the lead from the sheath and found the steroid collar falling off, although still in place. The lead was removed, replaced, and returned for analysis.